Manufacturer narrative:
Investigation summary: no product returned. Asae/major bleed: patient developed a hematoma in r groin site.recieved lytics at an outside facility as well as heparin and integrillin during the procedure. Integrillin was stopped due to the hematoma. . The cause of the access site adverse event was not determined due to insufficient clinical details. Device history lot device lot- s9652839. Device history batch subcomponent lot: n/a. Device history review this introducer batch passed all incoming inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient developed a hematoma in right groin site. The physician ordered for manual pressure and eventually a sand bag on site. The patient received lytic's at an outside facility as well as heparin and integrilin during the procedure. Integrilin was stopped due to the hematoma. While in the ICU, the patient¿s hemoglobin (hgb) dropped and blood was given. The patient also had bilateral neck access (non-impella) and experienced bleeding from those sites. Additionally, a bedside pericardiocentesis was performed after an echocardiogram revealed a pericardial effusion. The physician decided to perform an angiogram to evaluate for retroperitoneal bleeding; no active bleeding was identified. The patient ultimately expired in the procedure room. The physician did not attribute the patient¿s death to the hematoma. Additional information indicates that the physician reported cardiogenic shock as the cause of death.

Manufacturer narrative:
D4: lot number, expiration date, serial number and primary UDI number are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.